Event description:
Complainant alleges "sterilized failure".

Manufacturer narrative:
The actual device was returned for evaluation. The root cause was manufacturing error. Product was caught in the seal, preventing a proper seal and compromising the sterility of the package. The exact cause is not clear, but most likely is due to a combination of product shifting on the manufacturing line, not detecting the protrusion, and the operator not catching and removing the improperly sealed product. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.